Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to pain. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 04, 2024.